Manufacturer narrative:
Additional information: describe event or problem: through follow-up, the customer clarified that the issue was due to patient's anatomy and had noting to do with product quality. Device available for evaluation yes, returned to manufacturer on 10/12/2016. Device returned to manufacturer yes. Device evaluation the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed. Residue of viscoelastic ovd (ophthalmic viscosurgical device) were detected on the lens, indicating the device was handled and prepared for surgical use. Visual inspection noted that one of the lens'' haptics was observed detached. Customer indicated no specific complaint related to the lens quality. The reported issue could not be verified on the returned lens. Manufacturing records were reviewed and the lens was manufactured according to specification. No non-conformance reports (ncrs)/deviations/discrepancies were issued during the manufacturing process of this production order. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The lens only touched the patient eye, the lens was not fully implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a za9003 intraocular lens (iol) was removed as the patient needed an anterior chamber lens. The replacement lens was a non-amo anterior chamber lens. It was noted that the incision was enlarged and suture was required. No patient injury was reported.